Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag console, serial number (B)(6), was returned for evaluation due to s3 and m3 alarms noted on the console display. The console was functionally tested at the european distribution center and appeared to operate as intended. The unit was scrapped. Additional information indicates no log files were downloaded by the customer, the console was connected to the returned motor when the alarms triggered, and troubleshooting consisted of rebooting the console 3 times, in each case the alarms retriggered. The root cause of the reported event was determined to not be correlated to an issue with the console and has been addressed under the centrimag motor investigation. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: there was no patient involved. Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was an m3 and s3 error noted when checking the console and motor.

Event description:
The system was repowered three times and the errors appeared on power up each time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.